Event description:
A homecare facility reported that a hc500 respiratory humidifier was connected to a pulmonetic circuit and the circuit started to melt. The hc500 displayed a temp of 41deg c, the device did not alarm. No pt consequence was reported.

Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare. No info to date. Results - investigation still underway. Our records indicate that no other complaints of this nature have been received for the given lot number. Conclusions - no conclusion can be made at this time. We have advised the circuit manufacturer, pulmonetic, of the event.